Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user observed the pump battery display drop to 5% during a shower after believing it had been at 75%, and device logs showed the battery had not been at that level and that charging intermittently engaged and disengaged before the depletion. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included review of device logs and troubleshooting with education on correct charger alignment. Investigation of this case revealed intermittent charging consistent with improper charger-to-device alignment, which led to continued battery depletion and the low battery event. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to charger positioning.